Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the device doesn't respond after start up. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was not completing the boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The reported issue was able to be verified and was unable to be duplicated. This was an end of life device that was beyond its service life. It was determined to be unrepairable. Root cause could not be determined. The device returned to customer unrepaired.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was not completing the boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.